Manufacturer narrative:
Suspect product not received.

Event description:
On 15jan2021 an email was received from a johnson and johnson sales representative who reported an eye care provider (ecp) had a patient (pt) in (B)(6) who was diagnosed with an os corneal ulcer and red eye about a week ago while wearing the acuvue® vita® brand contact lens (cls). The ecp referred the pt to an ophthalmologist who advised the pt to temporarily stop cls wear and prescribed an unknown antibiotic eye drop. The os is recovering. The pt uses revitalens solution to disinfect the lenses. No additional medical information was provided. On 15jan2021 a call was placed to the ecp who provided additional information. The pt went to the ophthalmologist twice and will return for the 3rd follow-up visit next week. The ecp reported the ¿treatment should be standard treatment.¿ the name of the antibiotic prescribed by the ophthalmologist is unknown. The ecp will contact the pt to see if the pt will provide the medical report. On 15jan2021 an email was received from the johnson and johnson sales representative. The ecp advised the pts eye is recovering. The pt requested the complaint to be closed. The event date is reported as (B)(6) 2021. No additional medical information has been received and no additional medical information is expected. The suspect lot number is unknown. It is unknown if the suspect lot number is available for return. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.